Manufacturer narrative:
This device will not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted, and a new device implanted. No adverse patient effects were reported. Additional information was received that this device was discarded at the facility, due to covid 19.